Manufacturer narrative:
Additional information: section h manufacturer narrative, imdrf annex codes, section b describe event or problem, section d device available for eval and returned to manufacturer. Part analysis: the report of the medstation es station (liquid found in drawer) was confirmed by field service engineer (fse). According to work order (B)(4), the fse inspected the drawer after a methadone spill was detected, cleaned the affected area, and identified two damaged cubie trays and a compromised rowboard cable with thermal damage. All damaged parts were replaced, the drawer was reassembled, and the system was updated. The repair was verified using the hta, and the test was successful. The laboratory inspection of the received units confirmed that the first assy tray fh and the assy cable ribbon rowboard exhibited thermal damage, while the other assy tray fh showed physical damage. The dchu laboratory confirmed that the assy tray fh units and the assy cable ribbon rowboard exhibited thermal and physical damage; regardless of how, it was not necessary to perform dmm testing or the hardware test application. The device was in use for treatment purposes as intended per 21 cfr 820.198(d) root cause: the root cause of the failure was determined to be thermal and physical damage to the assy cable ribbon rowboard and the assy tray fh units, caused by a liguid spill inside the medstation es device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, liquid was found in the drawer and the board needed to be replaced. As per part investigation, it was determined that the thermal and physical damage to the assy cable ribbon rowboard and the assy tray fh units, caused by a liguid spill inside the medstation es device. There was no indication that this event occurred while dispensing medication to the patient and there was no report of an adverse event, harm or delay.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, liquid was found in the drawer and the board needed to be replaced. There was no indication that this event occurred while dispensing medication to the patient and there was no report of an adverse event, harm or delay.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that liquid was found in drawer 5, and the board needed to be replaced. A field service engineer (fse) found that the drawer had a methadone spill inside and spread throughout much of the drawer. Fse inspected all parts in the drawer for damage and cleaned up the medication spill. Fse found two damaged cubie trays and noted that the row board cable was also damaged. Fse one of the cubie trays and the row board cable had sustained thermal damage. Fse replaced all the parts and booted system up to update firmware issue resolved. Fse tested the drawer using the final test in the hardware test application and it was successful. The system functioned as intended after the field service engineer repaired the device

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, liquid was found in the drawer and the board needed to be replaced. There was no indication that this event occurred while dispensing medication to the patient and there was no report of an adverse event, harm or delay.